Event description:
It was reported by service report that the outer base tube weldments were broken, two of the wheels were detached, and the other two wheels were worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldments.